Manufacturer narrative:
An event regarding trunnionosis (wear) involving an unknown meridian stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient's left hip was revised due to trunnionosis and dislocation of the head out of the liner. Patient was revised to a restoration modular stem and a 36mm ceramic head (liner unknown).